Event description:
The hcp reported the pt was experiencing withdrawal symptoms. A rotor stall was reported. A rotor study was done and reported as "negative." The pump was explanted and replaced and returned to the MFR for analysis.